Event description:
The customer reported that the system was difficult to steer. There is no report of patient or staff injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering assembly was replaced. The system was then found to be operating as intended.